Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of the spectrum pump not infusing, which was reproduced during flow rate testing. The device investigation found a severed motor mount screw lodged in between the gears causing the pump to not infuse. The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump would not infuse. Any patient involvement, injury or medical intervention is unknown.